Manufacturer narrative:
On 6/27/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the patient had experienced bilateral capsular contracture baker grade iii. The patient's ethnicity and race are unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor breast implant of unknown type and experienced right implant deflation. As a result, the patient had undergone explantation and replacement with non-mentor breast implant on (B)(6) 2019.

Manufacturer narrative:
On 7/24/2019, during evaluation of the sample it was noted a tear in the anterior view, measuring approximately 1.0 cm. No other anomalies were observed. It is most likely that the ruptured was occurred due to the stress caused by the capsular contracture which resulting in a tear at a later date. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Because of the class action and concerns of possible spoliation of evidence, mentor is prohibited from conducting further physical evaluation of this covered device. Because mentor performs 100% inspection and testing of all devices prior to release, pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Manufacturer¿s reference number: (B)(4).